Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no air bubbles were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having large air bubbles in reservoir. Customer resolved issue with and infusion set and reservoir change. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. Customer was advised to monitor issue and to call back should issue persist. Reservoir would be replaced.